Event description:
Pt has increased pain and migraines post implants (tmj concepts). Pt described pain as a gorilla pounding her in the head on both sides. The pt was told she would have less pain post implants. Pt has daily pain of 7/8/9. She is (B)(6) years old.